Event description:
It was reported that an 840 ventilator touchscreen was not working. The ventilator was not on a patient at the time of the event. A non medtronic/covidien service provider inspected the device and was unable to duplicate the reported condition. They cleaned the screen from the outside and the ventilator was returned in working condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.